Event description:
This report is related to (B)(4) . (B)(4) : reports the device malfunction that occurred during extraction surgery. (B)(4) : reports postoperative adverse events and implant removal.

Event description:
It was reported that on (B)(6) 2023, the surgeon removed a tfna nail and revised with another tfna nail. The surgeon had difficulties connecting the nail extractor likely due to the set screw being too far back, too much soft tissue inside of nail, blocked by other structures from being collinear to allow extractor to connect. The surgeon connected the aiming arm for extraction and it was successfully removed. The extractor was checked post operatively and it did successfully connect to the nail, therefore, it was likely blocked by other structures. Currently, there is no plan to return the extractor unless needed. There was a surgical delay of 5 min. The procedure was completed successfully and there were patient consequences/outcomes. This report is for one (1)tfna fenestrated screw 95mm this is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: additional product code: hsb complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.